Event description:
A continuous glucose monitor (cgm) error 42 was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. Technical support provided the caller with information to reset the pump and guided them through the process. After the reset, the cgm error did not reappear, and the customer was advised to wait 20 minutes before beginning their sensor session, which they understood and acknowledged.